Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4 (expiration date, UDI #), g3, g6, h2, h3, h4, h6, h11. The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to use error. As per IFU, "the surgeon is to be thoroughly familiar with the implants, instruments, and surgical technique prior to performing surgery." As per surgical technique, the surgeon must " ensure the hard bearing inserter ring evenly contacts the face of the shell, prior to impaction." The surgeon placing the liner in a canted direction is use error and would have caused the reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the surgeon tried twice to seat a dm liner, size e in a 52mm cup, both times the liner was slightly canted, due to soft tissue impingement and both times the size e liner ring got caught between the cup and tore when removed. After the second attempt, the surgeon decided to put in a neutral poly liner, which seated fine. No known impact or consequence to the patient.